Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A representative went out to the site to preform a system check out. It was noted that there wer parts replaced and the system preformed as intended. The monitor to monitor cable was returned and analysis was completed. The preformed a continuity test revealed an open in the cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ab 11.12medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while on site, it was noticed that the surgeon monitor had a buzzing noise. Based on previous cases, probable cause was determined to be likely due to the cart to cart cable connection. No patient present. (B)(6) 2020 (rep): it was reported that the cable was the cause of the buzzing noise associated with the monitor. It was replaced.